Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons are not functioning. The customer stated that the device is regularly dropped or bumped but nothing out of ordinary. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.